Event description:
Information was received regarding a cadd solis vip pump. It was reported that the pump gave a recurring "air" alarm when in use for parenteral nutrition (smofkabiven). Event occurred with at least three patients. There was no patient, or clinician injury associated with these occurrences. No further details provided at this time.